Event description:
Related to MFR. Report # 2183959-2010-00456. In 2007, this patient had a perigee mesh implanted for cystocele repair. After the procedure patient experienced difficulty sitting, chronic urinary tract infections and had some drainage. In 2009, pt had the perigee device partially removed due to vaginal extrusion, infection, pain and dyspareunia. This patient continues to have pain, bladder spasms, urinary tract infections and difficulty sitting for long periods. No further info is available at this time.

Manufacturer narrative:
Original info was a maude event report. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Should add'l info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.